Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407652 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. The analyst noted that an out of trend subthreshold lead impedance alert was recorded on (B)(4) 2013. Additionally, the minimum defibrillation active can impedance falls from an approximate baseline of 40 ohms the weekending (B)(4) 2013 to 14 ohms the week ending (B)(4) 2013, and then recovered to greater than 30 ohms.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the helix of the lead was extrinsically bent, the lead insulation (leis) overlay tubing of the lead was extrinsically breached due to melting, visual summary analysis of the lead indicated there was apparent explant damage. The full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the ¿low impedance¿ described in the event. There were no anomalies observed on the returned lead segment that would contribute to the low impedance. Neither an in-vivo insulation breach nor fracture was observed. Although non-severe explant damage was observed, none of the explant damage resulted in an outer insulation breach. In addition, there were no anomalies observed regarding the rv coil. All electrical testing was within specified parameters. A small air bubble was observed in the trifurcation section of the lead. The air bubble had no adverse effect on the electrical performance of the lead.

Event description:
It was reported that the right ventricular (rv) lead had low impedance on the right ventricular (rv) coil. The lead also had an insulation defect. The lead was explanted and replaced. It was also reported that during the explant procedure it was found that the right atrial lead also had an insulation defect. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.